Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of firm nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported event of skin irritation: warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events per tables 1 and 2: injection site responses by maximum severity and duration in > 5% of subjects after initial treatment, possible injection site responses post injection with juvéderm vollure¿ xc include firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported.

Event description:
Healthcare professional reported injecting a patient with juvéderm vollure¿ xc in the cheeks. A month later, the patient was injected with juvéderm vollure¿ xc in the tear troughs and juvéderm volbella¿ xc in the lips. Three months later, the patient developed delayed nodules from end to end on the lips. Patient was treated with hylenex the in the lips and it was noticed that the patient also had nodules in the areas where juvéderm vollure¿ xc was injected and the nasolabial folds. The nodules in the nasolablial folds and cheeks as very visible, and the nodules in the tear troughs are not visible, but "they are palpable." Symptoms were noted as painless, firm nodules that worsened with other dermal fillers causing further nodule activity. Patient was also treated with solumedrol, bactrum, prednisone and kenalog over the next week. It was noted that the nodules were highly resistant to hylenex and there has only been 50% resolution. This is the same event and the same patient reported under MDR ID #3005113652-2018-00251 ((B)(4)) and MDR ID #3005113652-2018-00252 ((B)(4)). This is the first MDR submitted for the first suspected product, the 1st injection with juvéderm vollure¿ xc.